Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, on the first postoperative day, symptoms of endophthalmitis developed, the patient underwent a vitrectomy and received anti-inflammatory treatment, patient was recovered fully. The procedure was completed successfully. Additional information was received stating lens was not explanted. There are four medical device reports associated with this report. This is 1 of 4.